Manufacturer narrative:
The customer reported that test results from multiple patient samples (36) processed on the vitros 350 chemistry system were presumably mis-associated with the sample identification number (sid) of a different patient. Minimal information was provided by the laboratory and therefore the investigation could not definitively confirm or rule out that mis-associated test results had occurred. An instrument related issue cannot be ruled out as potential contributing factor as service determined that the sample barcode reader was misaligned. However, due to limited information provided by the laboratory, it could not be definitively concluded that service issues identified by the ortho field engineer were the cause of the event. The assignable cause of the event is unknown.

Event description:
An ortho clinical diagnostics laboratory specialist (ls) reported that test results from multiple patient samples (36) processed on the vitros 350 chemistry system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).